Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the electrode array was found to be located outside the cochlea. The device was explanted on (B)(6) 2014. The patient was reimplanted with another device on (B)(6) 2015.